Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been experiencing high blood glucose, especially in the mornings. Blood glucose value the morning of the call was 400 mg/dl. Customer stated that it seemed like the insulin pump is not delivering the 0.5 insulin units set for every hour. Current blood glucose was 278 mg/dl. Last infusion set change was on 10/16/15; customer was advised the set should not be used for more that 2 to 3 days. The drive support cap is recessed, the tubing had no air bubbles, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime and cannula was straight. Time/date was incorrect and fill cannula was 0.2 instead of 0.5 units. Customer did not have the basal and bolus setting; he was advised to verify with doctor. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.